Event description:
The patient reported that the keypad is not responding appropriately. He reports that the 'down' and 'ok' buttons are intermittently unresponsive, and he must press the buttons multiple times to get a response. No unusual activity with the pump and he does not expose the pump to water.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.